Event description:
It was reported that the bd vacutainer® ultratouch¿ push button blood collection set experienced a retraction issue with the cannula failing to retract during use. The following information was provided by the initial reporter: material no. 367365. Batch no. 8353652. Email verbiage received, - we have had another bd ultratouch 21g butterfly manufacturer #367365 / lot # 8353652, that did not fully retract. Unfortunately the collecting tech did dispose of the used needle so I do not have any other information available.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Medical device type: jka, fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® ultratouch¿ push button blood collection set experienced a retraction issue with the cannula failing to retract during use. The following information was provided by the initial reporter: material no. 367365. Batch no. 8353652. Email verbiage received, - we have had another bd ultratouch 21g butterfly manufacturer #367365 / lot # 8353652 that did not fully retract. Unfortunately the collecting tech did dispose of the used needle so I do not have any other information available.